Manufacturer narrative:
As the original bulk non sterile contract manufacturer, medtron has no direct contact with end user. The information related report date, lot number, catalog number, initial reporter, and codes are based on the notification provided from bard to medtron. Device history and process review confirmed lot met release and process requirements. Similar bulk non sterile product evaluated and confirmed to meet specification requirements. Medron (B)(4) were generated on 07/13/2015 for the following" the seeker tip is fractured. The discrepancy was discovered after line clearance and prior to completing manufacturing steps; between steps 1 and 2 of (B)(4). In addition, the part was removed from a sealed 100 piece bag from the supplier that was not opened during incoming inspection activities." The root cause was not able to be determined by medron or the extrusion supplier. (B)(4) were associated with extrusion part number 0777 did not impact the lots under investigation.

Event description:
It was reported that the tip of a crossing support catheter detached during a left percutaneous nephrolithotomy. The detached tip was removed in its entirety with a grasper from the left flank. The procedure was successfully completed. There was no known impact or consequence to patient.